Event description:
The facility reported that the pump turns on and off by itself. Info was not provided regarding whether or not the reported event occurred during pt use. The hospital rep stated there was no report of pt incident since the last baxter service event. No additional contacts were provided.